Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing in an atrial fibrillation episode. It was further reported that the icm experienced noise that caused oversensing in other episodes. The icm was re-programmed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.